Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional prostyle device is filed under a separate medwatch report number.

Event description:
It was reported that two prostyle devices were attempted for closure of the common femoral artery (cfa) in an interventional case on (B)(6) 2021. The patient had an atherosclerotic plaque in the cfa. It was thought that the needles of the first prostyle device did not take, or that the suture came off the artery. According to the operator, the posterior needle got stuck in a posterior atherosclerotic plaque which explains the failure. While deploying the second prostyle device and bringing the foot against the vessel wall, some of the plaque came with the foot of the device. The plaque got stuck against the vessel wall; however, this was not observed during the procedure as hemostasis was successfully achieved. On (B)(6) 2022 the patient complained about having pain when walking. The patient was examined, and the artery was observed to be occluded. Per the physician, it is probable that there was backwall stitch with the prostyle suture. The occlusion was treated surgically, as the patient had a diseased cfa the whole artery was treated. The pain was resolved with the surgery. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records and complaint history of the reported device could not be conducted because the lot number was not provided. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.